Event description:
It was reported that: on (B)(6) 2024 it was noted the tube was very difficult to place due to its rigid nature. Once inserted successfully the cuff had torn and the patient required immediate reintubation. This patient was a difficult intubation. Associated complaints 8040412-2024-00059.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: on (B)(6), 2024 it was noted the tube was very difficult to place due to its rigid nature. Once inserted successfully the cuff had torn and the patient required immediate reintubation. This patient was a difficult intubation. Associated complaints 8040412-2024-00059 and 8040412-2024-00058.